Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, a left ventricle perforation occurred. It was reported that a boston scientific amplatz super stiff guidewire caused the perforation. Severe bleeding and cardiac tamponade were noted. The patient underwent open chest surgery and successful surgical aortic valve replacement. The physician stated that the patient's fragile myocardium likely contributed to the perforation. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)